Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 7 of 7 devices were returned for evaluation. Evaluation of one device found the device did not have a midwest cartridge / turbine and was instead a bandit cartridge, which is not compatible with our devices. Evaluation of four devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of two devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. This report summarizes seven malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.